Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt had some calcium at the proximal neck; the proximal neck is at a 45 degree angle. Around (B)(6) 2013, a computed tomography (date of images is unknown) revealed a proximal type I endoleak. It was reported that on (B)(6) 2013, the pt had a reintervention procedure. A palmaz stent was implanted and ballooned, the proximal type I endoleak was resolved. The pt tolerated the procedure.